Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the hemopro device became overheated after cauterizing a branch. The activation toggle switch was turned off and the device continued to deliver energy. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
Investigation results: the investigation was completed, and the reported problem can not be reproduced. The device performed to electrical product specification. A review of the finish device lot history record did not reveal any non conformance reports, which could have contributed to this complaint.